Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was used for the rectum. A detachable forceps was used to clamp the rectum and the device was fired on the anus side. A breaking sound was heard when the firing trigger was grasped at the first stroke of the first firing. As the knife moved forward properly, the firing was continued. However, there was no feedback at the third stroke, so the jaw was opened by pulling up the manual release lever several times. As the tissue was not stapled properly and the staples of the acral part were unformed, the doctor put eight stitches additionally on the cut line. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4). Cartridge the ec60 device was returned with a reload present. The device was received with the 3-stroke indicator disk damaged. The reload was received fully fired and the cartridge deck and one piece sled were noted to be damaged. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality with a test reload. The functional test demonstrated that the device fired, cut and formed all staples as intended. The device opened without any difficulties noted and no unusual noises were heard. While no conclusion could be reached as to how the indicator disk became broken, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.